Event description:
The customer called for help with his contour meter. While troubleshoot, he performed control tests and received a result of 202 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.